Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, vessel dissection occurred. (B)(6) 2008 - the patient presented with stable angina. The 90% stenosed target lesion was 12 mm long with a reference vessel diameter of 3.5 mm, located in the distal right coronary artery (rca). The physician pre dilated the lesion with a 2.5 x 12mm maverick balloon catheter. Following pre-dilation a dissection was noted. A 3.5 x 16mm study stent was placed in the lesion, residual stenosis was 0%.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).